Event description:
Caller states that the drum container has the expiration date of 2005-8 while the box it was packaged in has the expiration date of 2006-10. The lot numbers do not correspond to each other. Requested return of suspect vial and replacement was sent.